Event description:
It was reported in an article evaluating the quality of life for pt's implanted with the vns device for one year that one pt experienced an increase in seizures. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Mcglone j. Valdivia I, penner m, williams j, sadler rm, clarke db. Quality of life and memory after vagus nerve stimulator implantation for epilepsy. Can j neurol sci 2008;35:287-96. See scanned pages.